Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer cleaned the back of the pump with alcohol wipe to resolve the issue and declined further troubleshooting with tandem technical support.